Event description:
Procedure type: bariatric. According to the reporter: the needle broke on 2-0 polysorb single endo stitch reload. The endostitch handle that was used was reported not to be working properly as well. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).